Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was derailed at the back end. The clamping pulley showed no damage. The cable was in between two pulleys and had lost tensions. The clamping pulley screws were still tight. This can cause bad motion of the instrument. The cables appear to be loose at the distal end but are not damaged. Additional observation during failure analysis found the distal end of main tube had various scratch marks with light material removal. The scratches were .059 - .162 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however main tube scratches if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci prostatectomy procedure, where the instrument was not articulating fully, the surgeon did not have full range of motion when using the prograsp forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.